Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) was unable to duplicate the reported issue. As a precaution, the fse replaced the battery and the pm pcba. The unit was then functionally tested and successfully passed specified tests. There was no patient or user harm reported due to this event. The customers' alleged malfunction was not confirmed; the reported issue was not duplicated.

Manufacturer narrative:
Report date: 08jun2021.

Event description:
The customer has a v60 and reported that the screen is blacking out during use. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support. After powering on the unit, it had a blank screen and the alarm led would flash. There were no error codes in the significate log. Recommended replacement of power management pcba and cpu pcba. Review of the drpt found 1009 error in the log. The investigation is ongoing.